Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer experienced high blood glucose levels (approximately 500 mg/dl) and some ketones present. Reportedly, the luer lock was not fastened correctly, and air bubbles were present in the tubing. Troubleshooting was performed, and air bubbles were removed and customer was able to successfully resume insulin.